Event description:
No pump was returned to fresenius kabi for evaluation. In november 2025, fresenius kabi had initiated a field action which involved sending out a communication regarding flow rate behavior for infusions programmed by entering duration, specifically low-rate, short-duration infusions. The communication included required actions for users which listed several suggestions on how to best manage these types of infusions. No further action is required because the reported issue, could not be confirmed or refuted. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: no patient incident or harm listed. " a preliminary review of the logs identified the following issue: overdose; no ae. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.